Manufacturer narrative:
The investigation determined that a non-reproducible, lower than expected vitros creatinine (crea) result was obtained from a single patient sample processed using vitros chemistry products crea slides lot 1514-3550-1920 on a vitros 5600 integrated system. A definitive assignable cause of the event could not be determined. Based on acceptable historical quality control results, a vitros crea lot 1514-3550-1920 related issue is not a likely contributing factor of the event. Additionally, continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros crea reagent lot 1514-3550-1920. Acceptable results from within-run precision testing indicate that an issue with the vitros 5600 integrated system was not a likely contributor to the event. Pre-analytical sample processing could not be ruled out as a contributing factor as it is unknown if the customer was following the sample collection device manufacturer's recommended centrifugation protocol. Improper pre-analytical sample handling could have contributed to the event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report a non-reproducible, lower than expected vitros creatinine (crea) result obtained from a single patient sample processed using vitros chemistry products crea slides on a vitros 5600 integrated system. Vitros crea patient result of 0.54 mg/dl versus the expected result of 2.68 mg/dl biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to recur undetected. The lower than expected vitros crea result was not reported from the laboratory. There were no allegations of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).